Event description:
It was reported that an ilet user noted a smell of insulin and leakage at the infusion site after changing an inset infusion set, and the user¿s blood glucose was 259 mg/dl at the time of the call; the user was advised to perform a full supply change and reported feeling okay, with no alerts or alarms. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Customer care provided support that included troubleshooting with guidance to replace the cartridge and infusion set. Investigation of this case revealed a suspected infusion set or cartridge leakage consistent with delivery interruption, which aligned with the reported high glucose and odor of insulin without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was delivery interruption consistent with leakage at the infusion site or associated disposable components.